Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 558-568 mg/dl with ketones. The cause of elevated bg was unknown. Customer changed pump supplies and administered a correction bolus via the pump to address the bg. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline and insulin was also administered via pen. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event.